Event description:
Medtronic received info that this bioprosthetic valve was abandoned after implant. It was reported that after the valve was seated, it was "tested" with any intra-operative saline test and it leaked. The valve was explanted and replaced with another. There were no adverse patient effects.

Manufacturer narrative:
(B)(4): method results - device history review found the product met specifications when released for distribution. Conclusion - cause of event cannot be determined. Analysis: upon receipt at medtronic's quality laboratory, the valve was dry, in no solution, in the original product packaging. The valve tissue "as received" was desiccated and stiff. The valve was discolored showing evidence of blood contact. All leaflets were stiff due to the desiccated condition. All leaflets were intact. Conclusion: the device history record was reviewed and showed that this product met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. No functional testing was performed due to the receipt condition of the valve. Analysis was unable to determine the cause of the clinical observation.